Manufacturer narrative:
This report will be updated if additional information is received or if the explanted device is returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory revealed the device recorded a shorted lead fault on (b)(6, 2010 at 6:57 a.m., followed immediately by a recorded fault indicating a high voltage condition was detected during device charging. The device also recorded two fault messages for unexpected charge time behavior the following day, and declared end of life (eol) battery status due to exceeding charge time specifications. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse.

Event description:
Boston scientific crm received information from a boston scientific field representative that this newly-implanted device was explanted and replaced after displaying two warning messages during defibrillation threshold (dft) testing. Following induction for dft testing, the device appropriately sensed and charged, but displayed a message indicating a low shock impedance condition for the chronic right ventricular (rv) defibrillation lead and did not deliver a shock. A commanded shock was attempted, and the device displayed a message indicating a shorted lead condition existed. The patient was externally rescued with no adverse effects. Another bsc device of the same model subsequently was implanted after the rv lead was replaced.